Manufacturer narrative:
(B)(4). Lot number was corrected to 71f17a1692. Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and it did not reveal any manufacturing related issues. The probable cause of the leak could not be determined based upon the information provided and without a sample. If the sample is returned, a follow-up report will be submitted with investigation results.

Event description:
The customer alleges a leak at the distal junction point to the patient. This was noted at the time of injecting water into the distal catheter. No patient injury reported.

Manufacturer narrative:
(B)(4). The results of the investigation are incomplete at the time of this report.

Event description:
The customer alleges a leak at the distal junction point to the patient. This was noted at the time of injecting water into the distal catheter. No patient injury reported.